Event description:
The customer reported that approximately 5 ml of fluid consisting of blood and diluent leaked from the coulter lh 780 hematology analyzer. The customer indicated that the source of the leak was from tubing attached to the shear valve and the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat when the leak was discovered and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) spoke with the customer over the phone and the customer stated that a pinhole was discovered on the tubing attached to the differential segment valve cvl85/126. The customer clipped the part of the tubing with the pinhole and reconnected the tubing back onto the fitting of the shear valve. The customer reported to the cts that no further leaks were observed and the instrument was running without any issues. As of (B)(4) 2013, the customer has not contacted beckman coulter of any further issues associated with this event. A beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event. Failure mode of the event is attributed to a pinhole on the tubing at cvl85/126. (B)(4).